Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the customer inadvertently administering the entire bag of medication when a partial bag was being used for ordered dose. The clinician programmed the medication as a secondary, however the secondary is prebuilt as 2g in 50 ml magnesium sulfate and the clinician only intended to infuse 13.5 ml of that secondary. There was patient involvement, but the outcome is unknown.